Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a (B)(6) female patient who had essure (batch no. 958713) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test". Concomitant products included paracetamol (acetaminophen) since (B)(6) 2012 for migraine and headache as well as ibuprofen since (B)(6) 2012. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced pelvic pain (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2014, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2016, the patient experienced cystitis ("bladder infection"), migraine ("migraines"), depression ("depression"), anxiety ("mental anxiety"), headache ("headaches"), urinary tract infection ("urinary tract infection") and vaginal infection ("vaginal infection"). On an unknown date, the patient experienced menstrual disorder ("menstruation issues") and was found to have weight increased ("weight gain"). Essure treatment was not changed. At the time of the report, the pelvic pain, cystitis, menstrual disorder, migraine, weight increased, vaginal haemorrhage, menorrhagia, depression, anxiety, headache, dysmenorrhoea, urinary tract infection, vaginal infection and dyspareunia outcome was unknown. The reporter considered anxiety, cystitis, depression, dysmenorrhoea, dyspareunia, headache, menorrhagia, menstrual disorder, migraine, pelvic pain, urinary tract infection, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. Concerning the injuries reported in this case, the following one/ones were confirm in patient¿s medical records: urinary tract infection. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-feb-2019: plaintiff fact sheet was received. Events added from pfs- dyspareunia (painful sexual intercourse). Events onset date was updated.